Event description:
It was reported that this atrial lead exhibited high out-of-range pacing impedance measurements along with low amplitude. Noise and oversensing were also noted. An x-ray was performed and a lead fracture was suspected. Subsequently, programming and troubleshooting were discussed, as a result, this cardiac resynchronization therapy pacemaker (crt-p) was reprogrammed. At this time the lead remains in service. No additional adverse patient effects were reported.